Event description:
The customer was found convulsing. Paramedics were called. The customer passed out and family member performed a blood glucose test and the result was 377mg/dl. Emergency medical technicians arrived and they received a result of 80mg/dl. The customer was taken to the hosp and admitted. What treatment was given at the hosp is unk. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.